Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. D10 therapy date: october 9, 2023 h3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported that on (B)(6) 20223 pring clip screwdrivers broke off as surgeon was trying to insert 14mm rescue screws into a shallow 12mm drilled hole. Fragments were easily removed. There was a surgical delay of one (1) minute. The surgeon switched to the solid driver. The procedure was completed successfully and there were no patient consequences. This report involves one (1) skyline spring clip driver. This is report 2 of 2 for (b)4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm5071801 was released in one batch. Batch 1: lot qty of (B)(4) units were released on 07 mar 2019 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found tip is broken off. Broken part was not returned for analysis. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces while using the device. A dimensional inspection was unable to be performed due to the condition on the complaint. The overall complaint was confirmed as the observed condition of the skyline spring clip driver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: skyline acp, medium handle spring clip self-retaining driver 2868-30-300 rev. D (current)/rev. E (manufactured). Dimensional inspection: n/a. H4, h6: a review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm5071801 was released in one batch. Batch 1: lot units were released on 07 mar 2019 with no discrepancies. Supplier: seabrook medical. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.